Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap was broken with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: cracked rubber cover.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 09-jun-2022. H6: investigation summary: bd received 2 samples and 2 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for improper stopper molding was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of improper stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper stopper molding. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the cap was broken with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: cracked rubber cover.